Event description:
It was reported that the jaws did not open so that clips were not loaded into the jaws during the hepato-biliary-pancreatic operation.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Although the remaining clips were able to fire properly, the broken ratchet could cause the clips to come out of position and prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to properly load into the jaws of the device and were successfully applied to over-stressed surgical tubing. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Although the reported complaint issue could not be confirmed since all of the clips in the returned device properly loaded and were successfully applied to over-stressed surgical tubing, the broken internal ratchet ears could cause issues with the loading of the clips. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml, lot #73d1800562. Investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws did not open so that clips were not loaded into the jaws during the hepato-biliary-pancreatic operation.